Manufacturer narrative:
Product analysis: misalignment between stylus and cursor was confirmed. The connection between display overlay and printed circuit board (pcb) was re-seated and stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had poor calibration. The programmer has been returned for repair. There was no patient involvement.